Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that while infusing blood with a pump there was a separation in the tubing at the drip chamber causing the infusion set to leak. There was no patient harm.